Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart during a battery replacement. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting advised customer to monitor the pump as it appears that it is operating as designed. The customer declined to troubleshoot for high blood glucose.